Event description:
Boston scientific received information from the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance. Further, the left ventricular (lv) lead was also reported having a high out-of-range pacing impedance. The device was checked by a boston scientific field representative and impedance measurements in the rv and lv were stable and the out of range values were unable to be recreated. Boston scientific technical services (ts) discussed that the issue appeared to be rv lead related since the lv pace configuration was programmed tip to rv and lead impedances were nearly identical on the trend report. Upon further investigation, it was determined that the crt-d was replaced due to unrelated issues (captured in report #2124215-2014-09384). During the replacement procedure, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The lead seal witness marks were observed. Based on the location of the marks in the atrial port, the atrial lead appeared slightly under inserted in the port, but inserted far enough for the setscrew to make contact with the lead tip. The witness marks in the remaining ports (right ventricular and left ventricular), indicate those leads were fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A battery depletion anomaly was also confirmed during analysis, but this was filed under report number 2124215-2014-09384 in a different complaint record. Analysis coding was also included in that report.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.